Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on an unspecified quantity of minicap extended life pd transfer sets. This was observed during unspecified process steps of peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with these events. No additional information is available.